Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -14.00/2.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Glare/haloes have been observed. Lens remains implanted. Cause of the event is reported as device.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on product. Visual inspection found optic and haptic torn with foreign material on lens surface. Claim# (B)(4).

Manufacturer narrative:
B1 - reported as product problem - update to adverse event. B2 - update to requird intervention to prevent impairement/damage. B5 - noted lens remains implanted. Lens removed on (B)(6) 2020 and the problem resolved. D6b = (B)(6) 2020. H6- health effect impact code - reported as 2199, updated to 4629. Claim# (B)(4).